Event description:
The customer sent a general repair request for the colonovideoscope. During the device evaluation, the air/water tube and cylinder were found to have remains of white foreign material inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
In addition to the findings in b5, the device evaluation also found the following: forceps channel port had a scratch, grip had scratch, flexibility adjustment ring had a scratch, air/water cylinder had no color, scope cylinder had no color, plug unit had a scratch, objective lens had a chip, light guide lens had a crack, connecting tube had a wrinkle, and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to the h6 codes as the fields were inadvertently blank in the previous submission.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4 and h6. Correction to g3 of the initial medwatch. The aware date should be 08dec2023. Also, d9 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the nozzle could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.